Event description:
The user facility reported that the device overheated during testing prior to a procedure.  The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.